Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The uploaded history files of the pump stated in the complaint were analyzed. On the (B)(6) 2025 the pump was turned on at 03:59pm. A first vtbi therapy was configurated (vtbi of 55ml and flow rate of 220 ml/h). The therapy was finished at 05:11pm. At 06:56pm a disposable change was performed on the pump and the space line neutrapur was selected from user. The line was purged several times. At 07:01pm a vtbi of 259ml and a time of 20hours were set (flow rate 12.95ml/h). The new vtbi therapy was started at 07:02pm (act. Volume infused 76.22m at time of start). From 07:04pm until 07:13am on the (B)(6) 2025 in total 26 pressure alarms occurred during therapy. The pressure alarms were confirmed and the therapy was started again in a time frame of a few minutes until a few hours by user. In total 56.37ml were infused in this time. After the last pressure alarm at 07:13am no pressure alarm occurred again. At 10:25am the vtbi therapy was stopped, and the tube was removed from the pump. The pump was turned off at 10:33am. According to the history log files no under infusion by a technical malfunction could be comprehended. The recognized under infusion was caused by the occurred pressure alarms several times. The reason for the pressure alarms could not be identified during the investigation of the device history. The physical pump was not available for the investigation process. The defect was assessed as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4), premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "anc (B)(6) started infusion at 1900hrs with 258.9 vtbi at 12.95ml/hr after 10hours at 0500hrs anc (B)(6) noticed the bag was still 3/4 full despite being halfway through the intended infusion time of 20hours. Between (B)(6) 1900hrs and (B)(6) 0500hrs anc (B)(6) noted that there were multiple alarms. After (B)(6) 0500hrs there were no alarms noted until 1030hrs where (B)(6) instructed to switch to another pump to recreate the alarms. Infusion continued on another pump until (B)(6) 2030hrs."